Manufacturer narrative:
One supreme ep catheter was received for evaluation. The reported knot in the catheter shaft was confirmed. No other anomalies in the catheter shaft were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the knot in the shaft is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an electrophysiology (ep) procedure device entanglement occurred. At the start of the case the supreme ep catheter was introduced into the patient through the right femoral vein. The ep catheter was then moved to the left femoral vein in order to introduce the ablation catheter. The ep catheter was inserted into the 5fr sheath in the left femoral vein but would not reach the heart. Under fluoroscopy the catheter appeared to have looped into a knot. Following unsuccessful attempts to undo the knot the procedure was continued with the ep catheter in the left femoral vein and a new ep catheter was placed via a separate left sided venous access. When the procedure was completed the user attempted to remove the knot again but when it still could not be undone the entire system of the sheath and catheter were removed as a single unit. The removal of the sheath and catheter had no adverse impact on the patient. A routine suture stitch was used to close the access site and manual pressure was applied for 10 minutes. There were no adverse patient consequences.